Manufacturer narrative:
The device history record for the reported lot number 30179088, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The sample was received without any original packaging. A non-avanos tubing set was returned. Only one y-adapter (size 3.0) was returned which was attached into the peep seal manifold of the closed suction catheter. The non-avanos tubing set was inspected and noticed that the vent portion of the y-adapter was still attached into the tubing connector. The other piece/ portion of the y-adapter, size 3.0 was noticed to be attached into the peep seal manifold of the closed suction catheter. This piece of the y-adapter was tried to remove; however, it was unsuccessful as it was connected very tightly. Under magnification, the breaking points of the y-adapter were examined, and multiple jagged edges were noticed. Root cause could not be determined. All information reasonably known as of 13-jun-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the y-adaptor piece broke into two pieces while on a patient causing a safety issue that affected the patient. The device had been in place since (B)(6) 2022 at 1750. Medical interventions required included "increase ventilator settings, including fio2 and a new 'wye' had to be placed on the patient ett [endotracheal tube] for the csc [closed suction catheter]. The patient is reported to be stable.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 18-nov-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.